Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Complaint reference number: (B)(4). Date emdr submitted to FDA: 02/07/2017.

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. The corneal inlay decentered one week postoperatively and secondary surgical intervention was performed in order to exchange the inlay. The impact on visual acuity is not known at this time. Additional information has been requested.